Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient had a break in aseptic technique during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis. The break in aseptic technique was further described as the patient made a mistake and did not wear a mask. On the same day as the onset, the patient was hospitalized for the peritonitis. On an unreported date, the patient began treatment with vancomycin (1 gram, frequency and route not reported) and fortum (1 gram in each bag, frequency and route not reported) for peritonitis. The patient recovered from the peritonitis. Dianeal therapies were ongoing. No additional information is available.